Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the femoral stem. Additionally, research using the as400 system indicates that several pieces from the reported lot have been delivered, and, as no additional reports have been received, can be reasonably assumed implanted without issue.the search and or review of device history records against the remaining devices was not possible as the necessary product/lot code combinations were not provided. The investigation can draw no further conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pseudotumor, corrosion between the stem/head, and cup was revised due to minimal bone ingrowth. No loosening was noted. There was no major bone damage noted. Lab results from (B)(6) 2013 indicated metal ions levels above 7ppb. No part/lot is available for the other products at this time. It should be noted that the operative note indicates a one piece metal cup-at this time it is unknown what is meant by this.

Manufacturer narrative:
Depuy still considers this investigation closed at this time

Event description:
Update 1/13/2016 medical records received. Medical records reviewed for MDR reportability. Medical records reported extarticular fluid, metal debris and pseudotumor. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: jan 29, 2016.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incidents against the provided product/lot combinations since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incidents against the provided product/lot combinations since release for distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 6/12/2015 - medical records received. After review of the medical records for MDR reportability, the part/lot information was provided for the head and cup. The cup was a one piece acetabular system, so the MDR tree for the liner is being voided. The complaint was updated on: 7/7/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incidents against the provided product/lot combinations since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Medical records received. After review of the medical record for MDR reportability, the same lab results from (B)(6) 2013 were provided. Metal ion levels above 7ppb. There is no new additional information that would affect the existing MDR decision.

Event description:
Litigation alleges the patient suffers from tissue damage, inflammatory action, bone loss, necrosis, large pseudotumor, partially avulsed abductors, a benign soft tissue with extensive loss of synovial lining with fibrin attachment, zones of fibrosis and patchy lymphoplasmacytic chronic inflammation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Litigation alleges the patient suffers from tissue damage, inflammatory action, bone loss, necrosis, large pseudotumor, partially avulsed abductors, a benign soft tissue with extensive loss of synovial lining with fibrin attachment, zones of fibrosis and patchy lymphoplasmacytic chronic inflammation. (B)(4). The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the femoral stem. Additionally, research using the as400 system indicates that several pieces from the reported lot have been delivered, and, as no additional reports have been received, can be reasonably assumed implanted without issue. The search and or review of device history records against the remaining devices was not possible as the necessary product/lot code combinations were not provided. The investigation can draw no further conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.